Event description:
A model 754 ventilator shut down during use on a pt. The incident required health professional intervention. The pt did not suffer any adverse effects. An inspection revealed a battery pack that had exceeded its estimated life by over one year. The ventilator was found to be operating within specifications. The customers failure to properly maintain the equipment was determined to be the cause of this equipment failure. The battery pack was replaced and the ventilator returned to the customer.